Manufacturer narrative:
Additional information: implant date an event regarding infection involving an unknown knee insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's knee was revised due to possible infection. The event could not be confirmed nor the cause be determined as insufficient information was available. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. A 2x13 cs insert was implanted. Update: "this patient was revised due to a possible infection. Existing liner was removed in order to properly debride knee and then new poly was put in."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. A 2x13 cs insert was implanted. Update: "this patient was revised due to a possible infection. Existing liner was removed in order to properly debride knee and then new poly was put in."